Event description:
This complaint is now reportable based on the product analysis completed on 9/14/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion being treated was located in the mid left anterior descending artery. The physician attempted to place a taxus liberte' 2.75x20mm drug eluting stent, but had difficulty crossing the lesion. The procedure was not completed due to this event. There were no pt complications and the pt's condition is reported as satisfactory and good. This product is similar to a marketed us device.

Manufacturer narrative:
Microscopic examination of the returned device found proximal stent damage; some of the struts were bent back distally. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. Visual examination of the remainder of the device found no issues that could contribute to the complaint incident. No kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material. The mfg records for this specific batch (8368096) found that the device met its material, assembly and product specs. The root cause of this damage could not be determined.